Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a current electrogram showed loss of left ventricular capture. It was also noted that the left ventricular thresholds trends appear to be variable and unstable. The lead remains in use. No patient complications have been reported as a result of this event.